Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps (pf) instrument had issues with rotation and had to use the emergency release key. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument at all (e.g., static instrument). The observed movement was less than intended. The instrument did not move at all. It did not open. The timing of instrument movement was not appropriate (e.g., instrument moved when the surgeon commanded movement without delay/lag). There was no injury to the patient as a result of the event. There were no broken cables visible at the instrument wrist. The jaws were stuck on tissue when the issue occurred. The surgeon/or staff are able to successfully open the jaws intraoperatively and release the tissue. It was used a release key.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.